Event description:
The customer reported system heating errors and a loss of fluoroscopic x-ray functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube and temperature sensor were evaluated and replaced. The system was tested and found to be working as intended and returned to service.